Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. Product support advised the customer to replace the unit's lcd assembly to address the reported issue. Customer replaced lcd assembly have been replaced. The customer further confirmed that after the repairs were completed the unit passed the required performance verification tests. The unit was fully operational. Customer replaced lcd assembly have been replaced. The customer further confirmed that after the repairs were completed the unit passed the required performance verification tests. The unit was fully operational MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.